Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an inguinal hernia. It was reported that after implant, the patient experienced nerve damage, meshoma, chronic right inguinodynia, pain, numbness, and tingling. Post-operative patient treatment included multiple pain clinic procedures including radiofrequency ablation, laser treatment, injections, etc. Patient is noted to be high risk for surgery and did not want to pursue at this time.